Event description:
Prior to a radiesse dermal filler injection, the patient was injected with 1.5cc of lidocaine with epinephrine and topical betacaine was used. The patient was injected in the nasolabial folds with radiesse dermal filler; the following day, the patient developed severe edema of the face and was sent to the emergency room.

Manufacturer narrative:
The patient's treatment in the ER is not available. The patient was seen in follow up; the edema is resolving. The syringe that was injected in the patient still had some product in it; the patient was sent to an allergist and the syringe was sent with her.